Event description:
It was reported that 25 of the bd luer-lok¿ syringe's had damaged packaging. The following was received from the initial reporter: poorly welded packaging, several are open and thus unsterile,

Manufacturer narrative:
(B)(4) follow up MDR for device evaluation: multiple samples and photos were provided to our quality team for investigation. Upon visual inspection, six samples were observed to have open packaging, verifying the reported incident. It was noted on some of the samples that the sealing cord was narrower than usual, indicating the product was not properly placed within the packaging machine. A device history review was performed for reported lot 2107081, no deviations or non-conformances were identified during the manufacturing process that could have contributed to the reported issue. Final products in this manufacturing line, for this reference are sampled and they are subjected to visual and functional inspections during the different manufacturing sub-processes according to procedures. Results were reviewed and verified the packaging met required specification. While we cannot identify a direct issue, this issue may occur due to a failure in the introduction system from the primary packaging machine to the secondary packaging machine, causing the product to be misaligned, the blades then cutting the package in the incorrect location, which resulted in the open seals as seen in the samples provided. We appreciate you taking the time to bring this observation to our attention and we regret any inconveniences this incident may have caused you and your facility. Complaints received for this device and reported condition will continue to be tracked and trended for signs of emerging trends. H3 other text : see manufacturer narrative.

Event description:
It was reported that 25 of the bd luer-lok¿ syringe's had damaged packaging. The following was received from the initial reporter: poorly welded packaging, several are open and thus unsterile.

Manufacturer narrative:
H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.